Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. This does not meet reportable criteria.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. No adverse patient effects were reported. Additional information received indicates that the lead was not successfully implanted due to tissue stuck on helix and this lead is not available for return.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. No adverse patient effects were reported.